Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as the reported issue was resolved via initial troubleshooting.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was noted when utilizing a navigated drill. It was noted that the projection in the software was deeper into the anatomy than actuality. The site was then unable to verify the instrument to restore functionality. It was later reported that the site did not select the proper tool card in the application software. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient ID, date of birth and gender provided.